Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the mix controller. The device then passed all testing.

Event description:
It was reported that during maintenance, a ventilator generated an error message. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.